Event description:
The physician reported the device in question became stuck in the posterior cerebral artery (pca) during a shunt percutaneous transluminal coronary angioplasty (pta) procedure. The physician completed the procedure with use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation, as it was implanted into the pt. Therefore, due to the lack of product available for investigation, boston scientific cannot conclusively determine the cause of the user's experience. A review of the device history record (DHR) will be performed, and a supplemental report will follow.